Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No sticking buttons noted. The insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's mother reported a keypad problem with the insulin pump. She stated that the act button became unresponsive. She did not recall any significant events leading to the keypad issues. The blood glucose reading was over 300 mg/dl but mother was not sure of the exact reading. Nothing further was reported.